Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one sprinter legend ptca balloon catheter to treat a lesion in the lad. It was reported that the balloon was inflated for 15 sec. Balloon rupture occurred and the balloon was removed. No patient injury was reported.

Manufacturer narrative:
The lesion was in the prox lad. An attempt was made to inflate the balloon to 0atm in the prox lad. Following the rupture, a euphora balloon 3.25 x 15mm was used successfully and a resolute onyx drug eluting stent was implanted in the proximal lad. The procedure was completed. If information is provided in the future, a supplemental report will be issued.